Manufacturer narrative:
(B)(4). The device was not available for evaluation. A device history review and service history review were completed with no issues related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 106 alarm occurred at the end of therapy on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The home patient (hp) stated they had already disconnected and did not feel any symptoms. The technical service representative (tsr) had the hp cycle power and the hc displayed ¿press go to start¿. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.